Event description:
The customer reported that she was hospitalized in (B)(6) 2014 for three days due to diabetic ketoacidosis. The customer explained that she was experiencing diabetic ketoacidosis at the time of the call and was on her way to the emergency room. The customer explained that she had a bent cannula. The customer's blood glucose was 540 mg/dl. The customer was not feeling well at the time of the call. The customer confirmed the cause of the hospitalization as high blood glucose. The customer was advised to call back the next day to document the incident. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.